Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported issues with the insulin pump. The sensor and blood glucose readings are off and there are no delivery alarms. The blood glucose reading is 400 mg/dl. Nothing further reported.